Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the images displayed were cranial images. Following an image transfer, the images looked fine after acquiring in the images screen. When they moved into navigation: axial, sagittal,coronal, trajectory 1 <(>&<)>2, and probes eye views all showed as if he was navigating a cranial exam. He said that the synthetic views were the only views that had any anatomical representation of a spine. The clinical specialist (cs) present rebooted the software, as well as manually pushed the exam with usb from the imaging system to the navigation system and still saw the same behavior. The cs said that the doctor noted that the patient had cranial work done on this same system and was investigating if this is related to what is being displayed in spine in the navigation system. There was a delay to the procedure of less than one hour. There was no reported impa CT on patient outcome.